Event description:
Customer's home attendant reported finding customer "unresponsive". Attendant stated after 7am, device =>300 mg/dl. Customer was given usual dose of insulin. At 10:30, attendant found customer unresponsive and paramedics were called. Paramedics device = 20 mg/dl. Customer was transported to the hospital in a "diabetic coma". Hospital treated with insulin injections for glucose levels and admitted for one week. No controls used a request was made for return product and replacement product was sent.